Event description:
It is reported that approximately 7.5 months post use of powercross devices, re-occlusion of the right femoropopliteal axis occurred. The patient was treated approximately one month later with four non-medtronic pta balloon catheters. The event is reported to be resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It is reported that approximately 12.5 months post use of powercross devices, patient death occurred. Patient death is reported as an outcome to delirium. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.